Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and cgm error could not be verified.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42 and upon resetting the pump, a malfunction alarm (alarm 15) occurred. Customer's blood glucose was 191 mg/dl. Customer reverted to using manual insulin injections and another pump for insulin therapy.